Manufacturer narrative:
The investigation for the reported pump stop has been completed. After 10 days of support with impella 5.5, clinical reported that the impella stopped working and there was reverse flow. The console was replaced and the message impella not working remained. No data logs were provided and no product was returned. The root cause of the pump stop was not determined as no product was returned and limited clinical information was provided. The instructions for use referenced in the initial report can be found in the IFU for impella 5.5 with smartassist for use during cardiogenic shock, section: direct aortic insertion, section: using the automated impella controller with the impella catheter, and section: impella stopped. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported that during impella 5.5 support, the automated impella controller (aic) displayed impella not working alarm. The console was exchanged but the issue did not resolve. The pump was ultimately explanted. There was no reported patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿